Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she was priming and received an alarm on the insulin pump, which indicated the force sensor system was compromised. The customer's blood glucose was not known mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out and customer did not press it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker.